Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the double knot lesion patient developed a cardiac perforation from their right ventricular lead. During a procedure on (B)(6) 2019, a helix mechanical failure was observed on the right ventricular lead. The avoid a re-perforation, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.